Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Csf was leaking out of the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to cerebrospinal fluid leakage. Further a damaged ear channel was detected during explantation. The defect was likely caused during implantation surgery. This is a final report.

Event description:
Csf was leaking out of the cochlea.